Event description:
This event was reported based on the physician's preference evaluation. It was reported that during the procedure, the subject stent experienced malposition in the proximal part of the artery due to a caliber difference. An angioplasty balloon was used, allowing the stent to be successfully delivered to the target aneurysm, covering the aneurysm neck. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the subject flow diverter encountered apposition issues. Additional information provided indicate that a balloon angioplasty was required due to 'mal apposition in the proximal part of the artery due to caliber difference'. High variance in the vessel caliber, with a minimum of 3.6 mm distally and maximum of 5.3 mm proximally, caused the difficulty to proper apposition the flow diverter in vessel wall in the mid portion after the curve, which was finally resolved with the use of a balloon. Nothing significant which is normally cause by different calibers across the vessel and tortuous anatomies. The subject flow diverter was delivered and covered the aneurysm neck successfully. It is most likely that anatomical factors experienced during the procedure resulted in the reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue 'stent failed/unable to open.'

Event description:
This event was reported based on the physician's preference evaluation. It was reported that during the procedure, the subject stent experienced malposition in the proximal part of the artery due to a caliber difference. An angioplasty balloon was used, allowing the stent to be successfully delivered to the target aneurysm, covering the aneurysm neck. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.